Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed that the aspiration probe waste pump was not working properly for aspiration probe 2. The cse replaced the peristaltic pump tubing and all waste tubing, replaced and adjusted the reagent probe and replaced the wash 1 solution. The cse replaced and aligned the incubation ring and ran precision testing, resulting within range. The cause of the discordant, falsely elevated troponin result is an incubation ring malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained during repeat testing on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample had resulted lower on initial run and the discordant result was obtained on repeat on the same instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.